Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -11.5 diopter, and the lens haptic was noted to be damaged. The lens was removed within the same surgery, with no patient injury. The backup lens was implanted with no problem.

Manufacturer narrative:
Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).